Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use instructs the user to raise the grippers and cautions that raising the grippers more often than needed, retracting the gripper lever forcefully, or retracting the gripper lever more than 1.5cm beyond the mark may damage the gripper cover or impair cds performance. All available information was investigated and the reported gripper line break appears to be due to user error. The reported gripper actuation issue was likely a secondary effect of the gripper line break. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper actuation issue and gripper line break. It was reported that the procedure was performed to treat degenerative mitral regurgitation (mr), with a grade of 4+. It was noted that during preparation of the clip delivery system (cds), the tech retracted the gripper lever forcefully, more than 2cm past the blue line. The clip delivery system (cds) was advanced to the mitral valve. During grasping, it was found that the grippers were not responding. It was believed that the gripper line may have broke during preparation, when the lever was retracted. The cds was removed and replaced. One clip was implanted, reducing the mr to 2. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.